Event description:
The customer reported that the system was not booting up. No adverse pt impact was reported.

Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device and verified the failure. The issue was determined to be a malfunction of the power pca. The power pca was replaced to resolve the issue. The device passed all testing and remained at the customer's site.